Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were there any difficulties experienced with device during procedure? Were any staple formation issues noted? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Where was the oozing noted? Was it on the entire staple line? Were there any patient factors that might have contributed to the bleeding? What was the purpose of this clinical trial? What is the current patient status? There were issues with staple formation and oozing intraoperatively. Don¿t know patient¿s actual hemoglobin. 2 units of blood transfused. Oozing was seen from small bowel intraoperatively. Patient sent home after 2 days.

Event description:
It was reported that the doctor was performed a conversion from a laparoscopic sleeve gastrectomy to a laparoscopic gastric bypass on a patient, as part of a clinical trial, using a plee60a stapler and gst60b and gst60d reloads and after firing there was oozing from the staple line. The doctor oversewed the staple line with suture and completed the procedure. The patient was monitored in the hospital and on the following day, the patient's hemoglobin was low, which required a blood transfusion of two units of blood. No reoperation occurred. The patient is currently stable and being monitored in the hospital.